Event description:
Treatment of a right posterior communicating aneurysm (p-comm). During the procedure, it was reported that the first and third implant coils prematurely detached when the physician attempted to pull them back into the catheter in order to reposition them. Both coils remained in the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is: model: qc-8-20-3d / lot: 9515540 / dom: 11/15/2011 / exp: 11/14/2014. (B)(4).